Manufacturer narrative:
Device evaluation update: upon further investigation of the device, it was determined that the gearbox was blocked, the motor was defective and the trigger was sticky. It was further determined that the gearbox was blocked due to the debris inside. It was observed that the motor worked intermittently and was defective and the trigger was sticky due to the debris found inside of the device. The assignable root cause was determined to be due to improper reprocessing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the motor seized, jammed and was moving heavy on the battery reamer/drill device. It was further determined that the trigger jammed and the engine misfired it was further determined that the device failed pretest for trigger test. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.